Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed; no image was present when the returned device was tested. In addition, a leak test failed due to leaking from the cable. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable due to a leak. The following statement from the instructions for use addresses "frozen or lost endoscopic images": "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that the device produced a "black view." The problem, as reported to olympus, was first identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.